Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
When driving forward, one side will respond while the other locks up causing the chair to go in circles.